Event description:
It was reported by an attorney that in 2001 the patient was a victim of a brutal rape and her vagina was severely cut. The patient subsequently developed a prolapsed bladder, and she underwent a gynecological procedure and was implanted with mesh in 2004. It was reported the she experienced mesh erosion into the bladder, dyspareunia, pain, bladder leakage, and underwent mesh removal surgery in 2012. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.